Event description:
It was reported that an infection occurred after the patient had a generator change. The implantable cardioverter defibrillator (ICD ) system was explanted. The right ventricular (rv) lead was subsequently returned to the manufacturer, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in a field action; returned product testing found the device did perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event of infection was received on (B)(4) 2014. Of note the serious injury is normally submitted via an alternative summary report that would have been due on (B)(4) 2014. Information was subsequently received on (B)(4) 2014 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a bimonthly report. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. (B)(4).